Event description:
Customer's wife reports back to back testing to a professional meter while using the advantage system with results of 450 mg/dl on customer's meter and 150 mg/dl on professional meter. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.